Event description:
On the lifepak 12 monitor defibrillator the numerical heart rate (hr) is not registering (displaying). The waveform is registering. No harm to patient. Used back up defibrillator for the rest of the case. Biomed work order placed. Biomed took it out of service. Used the back up lifepak defibrillator for the case. Qrs complexes were present but no numerical reading for the actual heart rate. It did not seem to be failing but since there was no heart rate number only waveforms the staff did not trust it to use it for the case.